Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID (B)(4) and manufacturing lot # 3b02711 in c2 on packaging machine p020 in amount (B)(4)pcs. The product was packed according to the instruction for packing g905704 ver 24.0 pracovná in¿trukcia pre balenie gentlecath glide katétrov na p009/p006/p020. According to g905704 ver 24.0 within in-process the peeltest is carried out. 5..11.3 peelpack must not be sealed so strong that paper residues remained on the foil or paper tears. Seal should be enough strong to keep paper and foil together without any irregularities. Test results are recorded in form 1, g906996 ver 1.0. Review of the DHR showed that all relevant tests required during the manufacturing packaging and process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. One another complaint 1818919 of this nature has been received on the lot 3b02711. Non conforming product to each complaint ¿ 1pc. This issue will be monitored through the post market product monitoring review process, (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A2 age: 82 years, sex: male. E1 address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005778470.

Event description:
End user reports the paper backing on packaging of catheters are tearing as well when he pulls the tabs apart. He thinks the adhesive may be too strong on them but the paper is tearing unevenly when he goes to pull them apart. The packages "adhesive is tight super strong glue" causing the paper to tear he thinks.